Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging. A philips representative spoke with the customer who reported that they replaced the ac power module, and this resolved the reported issue.